Event description:
Not giving the correct reading. His normal bp range 145-147, his results from the machine will be 50/40. Just started using the device last night due to having an arm bpm; he uses on a regular basis.

Event description:
Not giving the correct reading. His normal bp range 145-147, his results from the machine will be 50/40. Just started using the device last night due to having an arm bpm he uses on a regular basis.